Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp via the right femoral artery for mechanical circulatory support during a procedure. It was reported that during the procedure, the impella pump flows were lower than expected with values of 1.4-1.7 l/min. Additionally, it was noted that the impella cannula was kinked. The pump was repositioned; however, this did not resolve the issue. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The pump was weaned and explanted following the completion of the procedure. The patient's outcome at the time of explant is survived. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation.

Manufacturer narrative:
The investigation was completed. No product or data logs returned. Low or blocked pump flow: clinical details mention that the pump flow was 1.4-1.7 throughout the case. The root cause of the low pump flow was not determined due to insufficient clinical details, and unreturned product and data logs to confirm and further investigate the issue. Product damage (cannula): clinical details mention that the pump got kinked during the case. Further clinical details whether the kink occurred during implant, explant, or runtime, or if the patient had any anatomical anomalies are not available. The root cause of the cannula kink was not determined due to insufficient clinical details and unreturned product for further investigation. The device history review was completed and passed all post sterile inspection checks.